Event description:
A (B)(6) old male pt called zoll customer support to report that the response buttons on his monitor were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button not working) was confirmed. Upon investigation the front response button was non-functional due to a defective response button switch. The root cause for the defective response button switch could not be positively identified. Additionally, the contamination was discovered on the ca board. The source of the contamination was a leak in the monitor's backup battery. The root cause for the leaking backup battery could not be positively identified. There is no evidence ot suggest that the contamination on the ca board was related to the defective response button switch. No adverse event resulted from the contaminated ca board and defective response button switch. The pt received a replacement monitor.